Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. During aspiration inside the patient, an error message stating that they needed to prime the catheter again displayed. The procedure was completed with another of the same device and it worked fine. There were no patient complications and the patient is fine.